Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result from one patient sample tested on the cobas pure c 303 analytical unit. The initial result was not reported outside of the laboratory. The reporter did not consider this result believable which prompted a rerun of the sample. The initial result was 16.7 mg/dl. The first repeat result was 96.1 mg/dl. The patient sample was recentrifuged and placed in a sample cup. The second repeat result was 87.8 mg/dl. The reagent lot number is 62948701. The expiration date is 31-jul-2023.

Manufacturer narrative:
The field application specialist (fas) inspected the analyzer and did not observe any malfunction. The investigation is ongoing.